Event description:
Ous MDR - pacemaker was inserted on (B)(6) 2013. At the follow-up the next day, it was noted that the ventricle lead was not capturing. Patient was taken back for reposition of right ventricle lead. When the ventricle lead was placed back into the pacemaker header, the pacemaker didn't work. We tested the lead again and found that the position was good, we inserted the lead in the header again and waited 5 minutes, but still the pacemaker didn't work. This is all of the available information at this time. If additional information becomes available, this even will be updated.

Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing no anomalies. In particular the header of the device was analysed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. Next, the pacemaker was interrogated and the pacemaker's memory content was analysed indicating no anomalies. The battery status was found to be fully charged. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behaviour. No intermittent or permanent loss of output was present. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.